Event description:
The surgeon inserted an micl 13.7 implantable collamer lens in 2006. The lens was explanted 6 weeks later due to excessive vaulting. A shorter lens was implanted. This is one of two lense for the same patient. See MFR report 2023826-2006-00811.

Manufacturer narrative:
A lens work order search was performed and no similar complaints were found within the work order. Conclusion based on the complaint history and the work search, a specific not cause of the event could not be determined. It should be noted that the lens, injector, cartridge and foam tip plunger were not returned for evaluation. PMA/# is p030016.